Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ('gel previously released' flag/damaged cable) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the strain relief, damaging internal wires. The cause of the 'gel previously released' flag is the damaged cable and internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
The download data for a (B)(6) male pt revealed a "gel previously released" flag, with no gel release flags recorded. Zoll customer support contacted the pt and his home health nurse reported that a cable was detached from the pt's electrode belt. The pt was issued a replacement electrode belt.